Event description:
The customer reported to customer service that the battery for her freestyle hands breast pump will not hold a charge. The customer also reported tat she has had mastitis 5 times, and her doctor, whom she visited and prescribed her antibiotics, advised that she pump more often.

Manufacturer narrative:
A replacement pump was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The customer was contacted by medela's clinical department, who determined that her last bout of mastitis occured in (B)(6) 2014, and she does not have mastitis at this time. The customer has received her replacement pump and it is working well for her. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.